Event description:
Additional information received indicated that the device was explanted and replaced.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited premature battery depletion during a follow-up in clinic. The patient was asymptomatic and will continue to be monitored until the device reaches the elective replacement indicator.